Event description:
The customer alleged they received questionable calcium gen. 2 (ca) results on their c501 analyzer. The customer provided data for 87 patients, of which 33 patients had discrepant results that were reported outside the laboratory. On (B)(6) 2013, the clinicians called the laboratory complaining about elevated ca results. The results were then masked on this analyzer. The units of measure were mmol/l. The customer stated the issue only occurred when the results were above 2.5 mmol/l. Please refer to the attachment to the medwatch for patient data. There were no adverse events. The ca reagent lot number was 675125 and the expiration date was not provided. The customer contacted the service representative. The washing station was not optimal on two of the customer's systems. The field service representative went on site. He replaced the gear pump and reagent probes.

Manufacturer narrative:
This event occurred in the (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined. Discrepant calcium results due to a missing wash step are possible from reagent carry-over effects. Carry over evasion wash steps are provided to customers.